Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. A 5.00 x 20mm synergy megatron was advanced for treatment. However, during the procedure, the shaft broke inside the patient. The break happened while the stent was being lifted into the area intended for treatment. No further information regarding the incident was provided. It was further reported that a symptomatic intracranial right internal carotid angioplasty with stent implantation was successfully performed. The target lesion, which exhibited 90% stenosis, was located in the moderately tortuous, non-calcified lacerum segment of the right internal carotid artery. The device was removed intact without difficulty or complications. The procedure was completed by implanting a 4.00 mm synergy stent, which expanded to 12 atmospheres, reaching a final diameter of 4.3 mm. The patient recovered without complications and was discharged 36 hours post-procedure, remaining stable throughout.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter phone: (B)(6). The device was returned for analysis. Visual and tactile examination of the hypotube shaft revealed a break located 2.5 centimeter distal to the end of the strain relief, along with multiple kinks throughout the hypotube shaft. Visual inspection of both the outer and inner lumens, as well as tactile examination of the entire extrusion, identified no abnormalities. Microscopic analysis showed no signs of damage, stretching, or lifting of the stent struts. Detailed microscopic examination of the balloon material revealed no tears or pinholes. The bumper tip showed no evidence of distal tip damage. However, the inner lumen of the extrusion was found to be kinked 6.3 centimeter from the distal tip. Based on these findings, the complaint allegation is confirmed.

Event description:
It was reported that shaft break occurred. A 5.00 x 20mm synergy megatron was advanced for treatment. However, during the procedure, the shaft broke inside the patient. The break happened while the stent was being lifted into the area intended for treatment. No further information regarding the incident was provided. It was further reported that a symptomatic intracranial right internal carotid angioplasty with stent implantation was successfully performed. The target lesion, which exhibited 90% stenosis, was located in the moderately tortuous, non-calcified lacerum segment of the right internal carotid artery. The device was removed intact without difficulty or complications. The procedure was completed by implanting a 4.00 mm synergy stent, which expanded to 12 atmospheres, reaching a final diameter of 4.3 mm. The patient recovered without complications and was discharged 36 hours post-procedure, remaining stable throughout.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. A 5.00 x 20mm synergy megatron was advanced for treatment. However, during the procedure, the shaft broke inside the patient. The break happened while the stent was being lifted into the area intended for treatment. No further information regarding the incident was provided.